Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
Staples are not closing as they should. When the doctor checked with air and water, bubbles appeared where the anastomosis was done. He checked if it was well sealed and sutured and he had to suture it manually. It bleeds a little due to its closure was not done well. Had to suture it by hand. No further consequences. The device is not available. Procedure: lap left subtotal colectomy